Event description:
It was reported that the patient underwent a revision procedure in which the abbott paddle leads were explanted due to ineffective therapy. It was noted that the leads displayed high impedances. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).